Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A trial patient reported back pain and worse symptoms. The patient reported they had pain in the area of the lead placement. The patient reported they felt like they were voiding more than they were before. It was noted patient compliance as an environmental, external, or patient factor that may have led or contributed to the issue. The patient stated they took medicine for the back pain. The patient stated they may change therapy sides in an effort to lower frequency tomorrow. The issue was not resolved at the time of the report. Additional information from the patient on (B)(6) reported their feeling symptoms were worse being on the device. The patient changed from the right side to the left to see if symptoms improved. The issue was not resolved at the time of the report. Additional information from the patient on (B)(6) reported a urinary tract infection (uti). The patient stated she thought she had a uti since her urge had increased. The issue was not resolved at the time of the report. Additional information from the patient on (B)(6) reported she couldn't touch part of their back because it was so tender. The patient noted they had they had an extremely bad bladder infection. The patient stated she normally had pain due to interstitial cystitis (ic). There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.